Event description:
It was reported that this pacemaker has exhibited variable right ventricular automatic threshold (rvat) tests. Boston scientific technical services (ts) discussed possible fusion beats or ectopy affecting the rvat. Ts noted one loss of capture (loc) beat on the presenting electrogram (egm) with a backup pace. Further testing was recommended. No adverse patient effects were reported. At this time, this lead remains in service.